Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in h1 (type of reportable event).

Event description:
It was reported that during an arthroscopy, the fast fix 360 t2 was not attached to the threads. It is unknown whether the t1 and t2 were removed from the patient and how the procedure was completed. No surgical delay nor further complications were reported.

Event description:
It was reported that during an arthroscopy, the fast fix 360 t2 was not attached to the threads. It is unknown how the procedure was completed. No surgical delay nor further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).